Manufacturer narrative:
The pump was returned to animas and evaluated on 20-jul-2018 with the following findings: the pump¿s black box showed call service 064 alarms in the history. The alarms were duplicated during the investigation. Moisture was found on the motor connector. Unrelated to the initial allegation, the battery compartment was cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were call service 064 alarms. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.